Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter had displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) listened to the original call mss made two unsuccessful follow up calls and sent a no response letter to the patient. The patient could not recall the exact date and time the alleged meter issue began, only that it was sometime in (B)(6) 2017. The patient manages her diabetes with insulin (self- adjuster) and continued with her usual diabetes management routine including sliding scale, in response to the alleged product issue. The patient reported that on an unspecified date she developed symptom of ¿nausea¿. The patient stated that on (B)(6) 2017 she was hospitalized to have her blood regulated with unspecified IV fluids by an hcp. The patient reported that she obtained a blood glucose result on another device (hospital meter). However, she was unable to recall the result. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used, the correct testing steps were being carried out and the test strips being used were stored correctly and had not expired. The test strip completely drew in the sample. The patient no longer had testing supplies to perform a retest. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led them to reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began. Additionally, the patient received treatment from a healthcare professional for an acute complication of diabetes.